Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on anterior side assessed, as fold flaw opening. Additional observations: crease fold is observed wear abrasion is observed, white particles on the shell are observed. Stress marks are observed, assessed as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.